Event description:
It was reported by repair work order that the auxiliary power outlet to the bed was not functioning due to the circuit breaker being tripped. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.